Event description:
It was reported that the pump was involved in an overdelivery of a heparin solution. The pump was programmed to administer a 25,000u/250 ml heparin solution at 10 ml/hr. After approx 3 1/2 hrs the solution container was found empty. It was reported that the pt was "treated" to reverse the effect of the add'l heparin and returned to pre-incident status. However, the specific action taken was not reported. The pump was removed from pt use.